Event description:
It was reported that during a follow up in clinic, the device was found with battery voltage estimated to be less than 3 months to elective replacement indicator (eri) level. At the previous interrogation, approximately 6 months earlier, the longevity estimation on the battery was 1.8 years. Abbott technical support was contacted and longevity overestimation was suspected to have occurred due to the programmer at the previous follow up in clinic. No intervention has been performed at this time. The patient was in stable condition. The device will be replaced due to normal eri.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The longevity estimation anomaly near elective replacement indicator (eri) was confirmed by reviewing the data in the device image and session records. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.

Event description:
Additional information was received indicating the device was explanted at normal elective replacement indicator (eri). The patient was in stable condition.